Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor pad has fractured. The features of the fracture surface visually align with a bending overload fracture failure mode. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the impactor fractured. No patient consequences were reported as a result of this event. Attempts have been made and no further information has been provided.